Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing post-paced t-wave oversensing on the ventricular channel on a stored emg. Patient was asymptomatic. Programming changes were recommended.